Event description:
The suture was used during a myomectomy. Reportedly, the suture knot became loose and bleeding occurred. The surgeon applied another suture to complete the procedure. The hospital has reported no pt injury occurred.